Event description:
A bayer sales representative called on behalf of a doctor's patient. The patient's blood glucose was tested using a contour meter and a lab test. The contour meter read 516 mg/dl, while the lab test result was 133 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The caller performed a control test and the result fell within the normal control range, but the test strips are still to be returned for evaluation. Replacement test strips were sent.